Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that the helium circuit of the unit was leaking. The stm fixed the leak to resolve the issue then tested the unit to meet factory specifications and the iabp was then returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient harm and no adverse event was reported.